Manufacturer narrative:
Citation: gonzalez-bravo, d.et al. Successful treatment of severe paravalvular leak by repositioning a self-expandable percutaneous aortic valve bioprosthesis (evolut pro+) using the double snare¿ technique. Case reports in cardiology. 2022; 2022:1-9. Doi.org/10.1155/2022/4458109. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with coronary artery disease, lymphoma, and severe aortic stenosis, who underwent the implant of a 34mm medtronic evolutpro+ transcatheter aortic valve (tav). No serial numbers were provided. After the implant mild to moderate paravalvular leak (pvl) was noted. No treatment was required. Three days post implant the patient experienced exertional dyspnea. A transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) confirmed, a right-side pleural effusion, severe paravalvular leak (pvl) and ventricular migration of the tav. Subsequently, a snare was advanced through the right femoral artery and another through the right radial artery. The snares were used to reposition the valve higher. A tee confirmed an improvement to mild pvl. No further treatment was required. No additional adverse patient effects or product performance issues were reported.